Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The device was returned to manufacture for investigation. Upon evaluation, it can be assumed that there was still residual moisture and/or saline in between the joint of the grasping forceps . This could have led to a short circuit. In addition, the devices was operated with too high power (50w instead of maximum 40w). The root cause can be assumed due to user error without any patient injury. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
As reported: patient operated for a hysterectomy under laparoscopy; during hemostasis, several false contacts of the robi clamp; worked intermittently, smoke but no coagulation, increased high frequency generator power from 30 to 50 and presence of sparks when using the robi pliers.